Event description:
The customer returned product for pump is not latched when it is latched, during physical inspection it was found that the downstream occlusion (dso) seal was cracked. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no previous repairs in the last 24 months. The reported issue was confirmed through performance verification testing of the latch lock which confirmed that the device was not recognizing whether the pump was latched or not. Visual inspection found a cracked downstream occlusion (dso) seal and the air detector had failed the height test. The latch lock mechanism, latch lock flex sensor and downstream occlusion sensor seal were replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.